Manufacturer narrative:
Product complaint #: (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During evaluation, the device did not pass the electrical safety test. The rf board was found to be out of tolerance and the socket assembly was corroded. The repair was declined and hence the device was not restored to the specifications. It is being placed into long term hold. Fluid ingress into the socket assembly would have caused corrosion over there. The faulty parts such as rf board would have caused the device to fail in electrical safety test. With the available information, we cannot determine the root cause of the defective rf board. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via service request that during evaluation the vapr3 generator *ea device would not pass electrical safety testing, the rf board was found to be out-of-tolerance, and the socket assembly and footswitch were corroded. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.